Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, it is likely caused by stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use (IFU): chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection of the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the intubation videoscope¿s coat of the image guide snake pipe was peeled off. There were no reports of patient involvement.